Event description:
Pt reported having gone to the hosp due to flu like symptoms. Pt indicated that his blood glucose was 565 mg/dl. Pt stated that physicians alleged that the device caused the event. Pt indicated that he was treated with insulin drip to reduce blood glucose.